Event description:
Staff members were treating a male pt in his sixties who was experiencing a cardiac arrest. The pt had a prior history of cardiac problems. When a nurse pressed the analyze button, an "ECG leads off" appeared on the unit's monitor screen. The staff confirmed that all of the unit's connections were fine. The staff obtained another unit (MFR unk). Meanwhile, a nurse turned the device off and then on again and the message dissappeared from the unit's monitor screen. The unit functioned properly for the duration of the code. The pt did not survive the code. The complainant indicated that the pt expired through no fault of the device.

Manufacturer narrative:
Na